Event description:
It was reported that the pt's valve, which was placed in 2006, was not working. The doctor replaced the valve with another adjustable valve on (B) (6) 2010. There was no pt injury or death reported.

Manufacturer narrative:
(B) (4). The valve was patent and passed leak and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt. The conditions of the complaint could not be duplicated by laboratory personnel. A review of manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.